Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope aspiration channel tested positive for over 300 colony forming units (cfus) of pseudomonas aeruginosa, the air/water channel tested positive for 8 cfu of pseudomonas aeruginosa, the biopsy channel tested positive for over 600 cfu of pseudomonas aeruginosa., and the suction aspiration attachment tested positive for 1300 cfu of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the aspiration cannel, the irrigation auxiliary, and the balloon channel. The aspiration channel, aspiration cylinder, the operating channel input, and distal end/areas around elevator were brushed. The disinfectant used was dialzima pcuri. The automated endoscope reprocessor (aer) used was isa medivatores with isaclean detergent and adaspore disinfectant. The device was stored in a simple cabinet without drying function. Olympus is the maintenance company. The device evaluation found: due to deformation of the forceps elevator knob, water tightness was lost. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. Due to deformation of the angle shaft, the right/left knob did not move smoothly. The air/water cylinder had no color. The suction cylinder had no color. The forceps elevator lever had a scratch. The suction cover had a crack. The suction cover plate was detached. The right/left knob had a scratch. The plug unit was deformed. The plastic distal end cover had a scratch. Due to a chip, the objective lens had a snag on it. Due to a chip, the light guide lens had a snag on it. The adhesive on the bending section cover had a crack. The connecting tube had a buckling. Due to wear of the angle wire, bending angle in up and down directions did not meet the standard value. Due to wear of the angle wire, bending angle in the left and right directions did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.